Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the syringe was damaged prior to use.

Manufacturer narrative:
The reported event was found inconclusive due to the sample's condition. Per the received photo sample, it was confirmed that the screw valve of urine meter was broken. The investigation could not be performed without the original sample being returned to the facility. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Method for use: (1) do not reuse, (2) do not resterilize, (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants, (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils), they may damage the device and may burst balloon (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Concomitant medical products.

Event description:
It was reported that the syringe was damaged prior to use.